Event description:
It was reported that a burn occurred. A stryker smoke pencil was used during the procedure, with coagulation functioning but cutting not working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).